Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1562 labeled internal file number - (B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during advancement to the mildly calcified coronary lesion, the shaft of the xience xpedition 2.75 x 15 mm stent delivery system separated in two pieces outside the anatomy. The device was easily removed with no adverse patient effect or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported shaft detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shaft detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.